Event description:
It was reported that during a hemorrhoidectomy procedure, while using the device for cutting and stapling purpose, white ring popped out from the stapler which could lead to non-perfect anastomosis. The cutting line was only half way and stapling line as well. Procedure ended with hand cut and sewn anastomosis. Delay of fifteen minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the surgeon wait the recommended 15 seconds after closing and before firing the device? - yes. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Right in the middle. Was the device completely fired plastic to plastic? - yes. Was the breakaway washer completely cut through? - yes. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.